Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID :977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had the device put in for lower back pain and that pain went away. Right after the device was put in, she started to have a new pain in her chest around her left breast and her ribs. The patient has been in the emergency room for that pain. A thoracic spinal CT scan was performed on (B)(6) 2016, and a manufacturer representative was contacted to adjust the settings as an action/intervention to resolve the new pain that the patient was experiencing in the chest. The surgeon that she met with had told her that her wires had slipped to the left, but that with adjustments that it may be able to be fixed. The patient was evaluated by a health care provider on (B)(6) 2017 with a cardiac work up.